Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient began treatment with intraperitoneal (ip) injection of ceftazidime (1 gm once daily for seven days) and ip injection of vancomycin (1 gm every fifth day for seven days) for peritonitis. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event (reported as three days after diagnosis). No additional information is available.